Event description:
The patient suffered a 3rd episode of left thp dislocation during the night of (B)(6) 2022 while getting up from the toilet. Reduction surgery using external maneuvers was performed under general sedation on (B)(6) 2022.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device remained implanted. -clinician review: a review of medical records with a clinical consultant indicated " the surgeon's notes confirm a patient with multiple tha dislocations required closed reduction under anesthesia. Following the third manipulation post reduction imaging demonstrated a displaced transverse fracture of the greater trochanter necessitating further surgery to repair the fracture. The root cause of the tha instability leading to multiple reductions of tha dislocation under anesthesia and subsequent trochanteric fracture cannot be established with the limited information provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 2 other similar events for the lot referenced. Both events relate to a similar event for the same device/patient, therefore no further trending is required for this commonality. Conclusions: it was reported that the patient had a reduction by external maneuvers under general anesthesia. A review of medical records with a clinical consultant indicated " the surgeon's notes confirm a patient with multiple tha dislocations required closed reduction under anesthesia. Following the third manipulation post reduction imaging demonstrated a displaced transverse fracture of the greater trochanter necessitating further surgery to repair the fracture. The root cause of the tha instability leading to multiple reductions of tha dislocation under anesthesia and subsequent trochanteric fracture cannot be established with the limited information provided." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient suffered a 3rd episode of left thp dislocation during the night of (B)(6) 2022 while getting up from the toilet. Reduction surgery using external maneuvers was performed under general sedation on (B)(6) 2022.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been other similar events for the reported lot. These events are all for the same device and the same patient, therefore no further trending is required for this commonality. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.